Event description:
On (B)(6) 2012, the patient underwent a trial procedure. It was reported the epidural needle used during the procedure was found to be expired. On (B)(6) 2012, an sjm representative was found to be expired. On (B)(6) 2012, an sjm representative was notified about the product. The patient completed the trial period and no complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.